Manufacturer narrative:
12/11/1997-supplemental report #1 submitted to FDA.

Event description:
The device was used during a fem-pop procedure. Reportedly, the suture broke while tying knots. No patient injury reported.